Event description:
It was reported that a coda lp balloon catheter deflated during use in a maastricht iii - type organ donation procedure. Verification of balloon inflation occurred prior to insertion of the coda lp balloon catheter. The balloon was placed without difficulty and filled to 28 cc with a mixture of 0.9% nacl and contrast product. One hour after inflation of the balloon, the user noted it was deflated. Attempts were made to re-inflate the balloon without success, and an x-ray confirmed a deflated balloon. Upon removing the catheter, a 1cm puncture hole was noted in the balloon. The procedure was stopped, and no organ harvesting was accomplished. Additional information has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- customer (person): additional phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5, d9, h3, h6 - annex e & f. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received 16may2024, it was said the balloon was located in an unspecified vessel. It is also unknown if there was any vessel calcification at or near the inflation site.

Manufacturer narrative:
Correction: h6 (annex a). Investigation-evaluation: it was reported that a coda lp balloon catheter deflated during use in a maastricht iii - type organ donation procedure. Verification of balloon inflation occurred prior to insertion of the coda lp balloon catheter. The balloon was placed without difficulty and filled to 28 cc with a mixture of 0.9% nacl and contrast product. The balloon was located in an unspecified vessel, and it is unknown if any vessel calcification was at or near the inflation site. One hour after inflation of the balloon, the user noted it was deflated. Attempts were made to re-inflate the balloon without success, and an x-ray confirmed a deflated balloon. Upon removing the catheter, a 1cm puncture hole was noted in the balloon. The procedure was stopped, and no organ harvesting was accomplished. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One used cook coda lp balloon was returned for the investigation. The physical examination of the device showed a hole in the balloon near the tip of the catheter. The customer also provided a photo of the ruptured balloon. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other complaints for this lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: "device description: the coda and coda lp balloon catheters each consist of two independent lumens. The "distal" lumen extends the length of the catheter and is used for placement over wire guides. The "balloon" lumen is used to inflate and deflate the balloon. The balloon is manufactured from a compliant polyurethane material. Particular care should be taken in handling the balloon to prevent damage. The balloon will inflate to the indicated size parameters when utilizing proper volume recommendations. Radiopaque bands are place on the balloon catheter to assist with positioning of the device under fluoroscopy. Intended use: the coda and coda lp balloon catheters are intended for temporary occlusion of large vessels, or to expand vascular prostheses. Warnings: do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture. Rupture of balloon. Do not use pressure inflation device for balloon inflation. Do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. The coda 40 mm balloon catheter should not be used for dilation of vascular prostheses in iliac or other non-aortic vessels. Injury to vessel wall and/or rupture may occur. The coda 40 mm balloon catheter should not be used in vessels less than 25 mm diameter. When used to expand a vascular prosthesis, the balloon radiopaque markers should remain with the prosthesis. Not for use as a valvuloplasty balloon catheter. Precautions: the balloon is constructed of heat-sensitive material. Do not heat or attempt to shape the catheter tip. Always manipulate catheter using fluoroscopic control. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate balloon. Do not use after labeled expiration date. Always monitor balloon inflation using fluoroscopic control. Potential adverse events: vessel dissection, perforation, rupture, or injury. Balloon inflation volume: do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture. Rupture of balloon. Maximum inflation volumes: catheter size and max volume: coda-2-10.0-35-120-40, 40 cc; coda-2-9.0-35-100-32, 30 cc; coda-2-9.0-35-120-32, 30 cc. Balloon preparation: note: balloon and balloon lumen of the coda and coda lp balloon catheters contain air. The air must be removed from balloon and balloon catheter prior to insertion using standard technique. Remove protective balloon sleeve. Prepare balloon lumen with standard :1 saline and contrast mixture as follows: attach syringe, with appropriate amount of 3:1 saline and contrast mixture, to stopcock on balloon lumen. Purge all air from balloon in standard fashion. Completely deflate balloon and close stopcock. To increase ease of insertion, balloon may be lubricated with a thin layer of sterile, biocompatible lubricant. Balloon introduction and inflation: under fluoroscopy, advance the balloon to the desired position using radiopaque markers. Inflate balloon with standard 3:1 saline and contrast mixture using a 20 cc or larger syringe. Adhere to recommended balloon inflation volumes. If balloon pressure is lost and/or balloon rupture occurs, deflate the balloon, and remove balloon and sheath as a unit. Note: care should be taken to monitor balloon manipulations and inflation using fluoroscopy at all times. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.